Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 573 mg/dl. Reportedly, the customer administered a manual injection and drank water to address the bg. System check was performed with tandem technical support and no issues were identified. Customer resumed insulin delivery.